Manufacturer narrative:
(B)(4).

Event description:
The systems were removed due to infection. Further details are being requested from the hcp. The pt went on to be re-implanted on (B)(6) 2011. See also MFR report 3004209178201101145.